Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. Reportedly, the patient programmer displayed an error message; howbeit, the device was confirmed inoperable by the company representative. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Further follow-up indicates the patient underwent surgical intervention wherein the device was explanted and replaced on (B)(6) 2018.